Event description:
Per the clinic, the patient experienced a loss of osseointegration on (B)(6), 2010, resulting in fixture loss. There are plans to replace the lost fixture, but it is unknown in this has occurred as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
This device is not available for analysis.correction: the correct catalog number is 90480; not 92135 as previously reported.this report is filed july 1, 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per the clinic, the patient was reimplanted with a new device on (B)(6), 2012.this report is filed (B)(4), 2013.